Event description:
The customer reported kcl was infusing as a secondary. It finished well before time but the nurse felt there was more fluid in the primary normal saline bag. The hospital tested the primary fluid and it contained kcl. The concluded that this was due to a failed checkvalve. There was no report of pt harm or medical intervention. Customer stated that no further pt or event info is available

Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A follow up report will be submitted with failure investigation results should the product be returned for evaluation.